Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the graduation markings are missing from 14 syringes.

Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported that before use of the bd luer-lok¿ tip syringe the graduation markings are missing from 14 syringes. Investigation: one photo was provided for evaluation. It shows two syringes: one with scale marking and the other one with no scale marking, therefore failure mode is verified. This was likely due to a variation during the scale printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the graduation markings are missing from the syringes.